Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) indicated a measurement of 3.12 volts during pre-implant testing. The device was not implanted. A boston scientfic technical services representative (ts) discussed whether the device was cold or had been interrogated with radio frequency (rf) and left in storage mode. Neither situation had occurred. Ts requested return of the device to boston scientific's reliability assurance laboratory for analysis.